Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. A new cartridge was loaded to resolve the issue. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.